Manufacturer narrative:
(B)(4). That analysis results found that only the sleeve of the device was returned for analysis. The sleeve was returned broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic robotic hysterectomy procedure, the cannula broke in half while being used. The bottom part of the cannula was in the patient. The bottom piece of the cannula was retrieved with no harm to the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2012. Information anticipated, but unavailable at this time.